Manufacturer narrative:
Lot number - 18d049, 18k011, 18k022, 18m006, 18m008, 18m009, 18n025, 19a039, 19a040, and an unspecified lot number. Twenty-five (25) single-use devices were received for evaluation. For seventeen devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the seventeen returned devices. The devices were found to be conforming product. For two devices, visual inspection revealed crystallized drug located at the blue winged luer caps. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For one device, visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. For four devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened red winged luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the device with water and manually tightening the red winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lot numbers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 42 </noe> malfunction events. It was reported that forty-two small volume folfusors leaked prior to patient use. Eighteen devices leaked from the blue winged luer cap, one device leaked from the fill port, one device leaked at the connection to a non-baxter red luer cap, and twenty-two of the devices leaked from an unspecified location. There was no patient involvement. No additional information is available.